Event description:
It was reported that during a lap cholecystectomy procedure, after surgeon "clip on cystic duct and fired, he could not open the jaw, so he uses the new one through other port to fire and cut the duct and take off the damaged device, then completed the case." No pt consequence. One device returning.